Event description:
A customer reported that the pump battery would not charge despite using a tandem charging cable and a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer initially tried troubleshooting by plugging the pump into different outlets and leaving it plugged in for 30 minutes, but the issue persisted. The problem was resolved by using a non-tandem charging cable in combination with a tandem wall adapter, allowing the pump to begin charging. Technical support informed the customer not to use third-party charging supplies with the pump except for troubleshooting and arranged to send a replacement tandem charging cable.